Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a bruise due to forgetting to remove the needle guard from a non-tandem infusion set cannula during the insertion process. Additionally, it was reported that the customer experienced bleeding at the site caused by inserting the non-tandem infusion set cannulas. No additional information was provided by the customer.